Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, while creating gastric pouch, the reload was locked on the tissue. The surgeon had to cut around the reload to remove it. The surgery was converted to a subtotal gastrectomy to resolve the case. The surgical time was extended by more than 1 hour.